Event description:
Home patient reported minicaps with no poly-vinyl-pyrrolidone. Per home patient, sponges are white in color. Per home patient, no pt injury or medical intervention was associated with these incidents.